Event description:
It was reported that during a procedure the device heated up. There was no report of any adverse consequences and the procedure was completed successfully with the same unit. There was no medical intervention required, no delay in procedure, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device has yet to be evaluated. A f/u report will be filed once the product eval has been completed.